Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lot 2503726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information, we were unable to identify a root cause linked to the product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It is reported disconnection event description: used the closed system (optima) during IV push of erubulin and free flow of ns. Was using the proximal port. Disconnected female end to the male end of the optima once finished and port flushed through with line of ns. When I flushed the port from the distal port, the male optima end popped off and the patient was sprayed with saline. Patient sprayed with saline after chemo admin we are not certain of what the lot number is, however the potential lot number is 2503726 as this was the lot number of all other product stocked in our infusion bay cart with the one that was faulty.

Event description:
It is reported disconnection. Event description: used the closed system (optima) during IV push of erubulin and free flow of ns. Was using the proximal port. Disconnected female end to the male end of the optima once finished and port flushed through with line of ns. When I flushed the port from the distal port, the male optima end popped off and the patient was sprayed with saline. Patient sprayed with saline after chemo admin.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.